Event description:
During an in clinic follow-up, the device lost communication via radio frequency (rf) telemetry. The physician attempted to resolve the event by interrogating the device via inductive telemetry, but, rf telemetry was unable to be restored. Abbott technical support recommended reloading the firmware to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.